Event description:
It was reported that there is a leak. This occurred before patient use/during priming. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Device evaluation: one sample was returned in used condition. Four photos was provided for the evaluation. Per visual inspection, it was not possible to detect any issue which could cause the leaking failure mode. During the functional testing, the sample was connected to the air equipment; the leak was confirmed at the connection of the tube to the bushing. The failure mode of ¿a0282 - leaking¿ was confirmed. A CAPA was opened to address root cause investigation. A DHR review was unable to be completed as no lot number was provided.